Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Pump received without the original battery. The test battery fits and removes properly in the battery compartment noted. Pump received with the corroded battery cap contact noted. The unit was received with scratched case, pillowing keypad overlay, scratched keypad overlay and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump battery was stuck instead of the insulin pump. The patient's blood glucose at the time of incident is unknown. Troubleshooting did not occur. The customer was unable to remove the battery during the call. The insulin pump was returned for analysis.